Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing different type of pain. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient has a lot of pain in multiple areas with an old system. The patient will undergo a revision procedure wherein the ipg will be replaced. It was noted that the pain was not device related.

Event description:
A report was received that the patient was experiencing different type of pain. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was damaged for a long time. No further course of action.

Event description:
A report was received that the patient was experiencing different type of pain. The patient will undergo a revision procedure. No device malfunction was suspected.